Event description:
A problem was reported related to pump. A motor stall was reported after attempting to read the synchromed ii pump with a magnet. Motor stall confirmed in logs and recovered. Company representative reported hcp inadvertently used magnet to interrogate the pump causing motor stall. Pump was running at approximately 0.2ml/day. No patient symptoms or outcome were reported. If additional information becomes available a report will be provided.

Manufacturer narrative:
(B)(4).